Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix had disengaged from the helical channel. It was also noted that the distal conductor had blood/body fluid (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix mechanism and sleeve head, and there was a tip seal observation.

Event description:
It was reported that during the implant attempt, the physician was unable to unscrew the helix. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.